Event description:
A pt reported experiencing inaccurate erratic results with a ot basic enhanced. The pt's blood glucose results were 159mg/dl, 63mg/dl, 137mg/dl. Tests were done <10 mins apart with a difference of 47%. Pt did not experience any adverse events. No further info has been reported.